Event description:
This report concerns manifolds that were supplied for incorporation into IV administration sets produced by the finished device MFR. As reported to porex by abbott, the finished device manufacturer, the manifold separated from the IV tubing during surgery. No pt injury was reported. There is no evidence that the porex manifold caused this event, but because porex also markets manifolds as finished devices, the company is submitting this report in the spirit of complying with the MDR regulation.